Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es touch screen was freezing and was not responding. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touch screen was freeze and the screen was not responded. A field service engineer (fse) contacted the technical support center (tsc) to run log files on the station, and tsc reported power failures. The fse replaced the power supply and the aio on the station. The field service engineer returned to the site to replace the communication sled based on further guidance from tsc, adjusted the network speed, and disabled the firewall on the pyxis system and then tested the station and confirmed proper functionality, and tsc verified that all errors had been cleared and then completed a reimage and data synchronization on the station, restarted remote support services, and confirmed the station was connected to the network. The customer tested the pyxis system again and confirmed it was working properly. The system functioned as intended after the field service engineer repaired the device.